Event description:
It was reported that an ilet pump generated multiple alert 38 consecutive stalled motor alarms over several weeks, including four within a single day, with the user noting a grinding noise during motor rewind and experiencing a failed dinner meal announcement that contributed to hyperglycemia; the user performed restarts and full supply changes after each alert and remained connected to the pump while administering a manual insulin injection before being advised to disconnect. Symptoms included hyperglycemia with a blood glucose of 356 mg/dl, elevated ketones, stomach cramps, and thirst. Outcomes included a delay to therapy. Investigation included interviews and review and analysis of information provided by the user. Investigation of this case revealed a mechanical problem related to the pump motor function, consistent with repeated stalled motor alerts and abnormal rewind noise. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.